Event description:
On (B)(6) 2016 the lay user/patients mother (reporter) contacted lifescan (lfs) USA, alleging that her daughters onetouch ping meter was reading inaccurately low compared to her feelings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began at approximately 7.30 pm on (B)(6) 2016. The patient is on insulin pump therapy. The reporter alleged that the patient received two inaccurate low results compared to their feelings/normal readings; specific readings were not provided. Lifescan does not consider this to be a valid comparison. In response to the alleged meter issue, the reporter gave the patient a sugary drink at approximately 7.30 pm on (B)(6) 2016. At an unknown time following this the patient developed the symptoms of increased "thirst" and "urination". The patients blood glucose was read while the patient was symptomatic (unknown meter) with a blood glucose reading of "400 mg/dl". The reporter denied that the patient received any treatment due to the alleged issue. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure and that the test strips were stored properly and had not expired nor exceeded their discard date. The patient did not have control solution to perform quality control testing. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted; when test strips were tested with control solution, an error 5 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this mater closed.

Manufacturer narrative:
The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips were found to have results below range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use (as per product labelling). The test strips were found to have been contaminated; the enzyme showed signs of being exposed to atmospheric pressure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.